Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Maragkos ga, ascanio lc, salem mm, et al. Predictive factors of incomplete aneurysm occlusion after endovascular treatment with the pipeline embolization device. Journal of neurosurgery. April 2019:1-8. Doi:10.3171/2019.1.jns183226. Medtronic received a reportfrom a clinical study through a literature article to evaluate clinical and radiographic factors that have been hypothesized as predictive of incomplete aneurysm occlusion. A total of 523 ped placement procedures were performed in 284 procedures for 316 aneurysms. There were 229 female, 55 male patients of an average age of 58 years, average diameter size of 5.5mm. 15 patients were presented with a ruptured aneurysm and 6 patients died before receiving any follow-up and were excluded from analysis, one of these excluded patients died of unrelated causes. The study took place between 2017 and 2018. Complete occlusion was noted in 76.6% of aneurysms, incomplete occlusion at last follow-up was identified in 23.4%. Thromboembolic complications were noted in 1.4% and hemorrhagic complications were found in 0.7% of procedures. The last follow-up mrs score showed improvement in 6 patients, no change in 273 patients, and deterioration in 3 patients. In 85.3% of the procedures a single ped was used, 2 devices used in 10.9% of cases, and = 3 devices were used in 3.8% of cases. Multiple pipeline devices were used whenever a fusiform or multiple aneurysm was inadequately covered with a single device. There were a total of 4 cases of thromboembolic phenomena related to pipeline deployment, 2 cases of intracranial hemorrhage during or after endovascular maneuvers. 2 patients had intraprocedural cerebral thromboembolism, probably due to atherosclerotic plaques being displaced by the device, but the patient had recovered fully by the 6-month follow-up with an mrs score of 0. In 2 patients, there was middle cerebral artery branch occlusion by the pipeline, one of these patients developed left-sided weakness and dysarthria 1 hour later, requiring emergency recatheterization and repeat injection of abciximab and tissue plasminogen activator. The patient went home several days later with an mrs score of 2 and, during their last 14 month follow-up had an mrs score of 1. In 1 case the device was short distally and a hemorrhage may have occurred proximally, although the devices covered theaneurysms neck. The patient returned with massive left intraparenchymal hemorrhage with midline shift and was brain dead. The other hemorrhagic complication was in an asymptomatic patient who underwent routine MRI which demonstrated a small amount of subarachnoidblood. The patient was neurologically intact and required no further management.